Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 10.3-13.7cm from the helix end. The silicone insulation was abraded and the rv conductor was visible. External insulation abrasion was found at 43.4-44.6cm from the helix end, consistent with lead friction to the ICD can. Other internal insulation abrasions were found at 14.2-14.7cm and 17.1-17.2cm from the helix end. The etfe coating was intact.

Manufacturer narrative:
Reliability laboratory technician.

Event description:
This report is to advise of an event observed during analysis.